Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported driveline infection and patient condition could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists infection as an adverse event that may be associated with the use of the hm3 lvas. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for mlp-021758 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19may2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for pain at the site of their driveline. The patient's white blood cell count was 23. Blood cultures were taken on (B)(6) 2022, and were positive for staphylococcus aureus. A computed tomography (CT) scan was taken on (B)(6) 2022, revealing interval development of fluid collections about the pump and driveline. There was a trace of pericardial effusion. The CT was unable to determine sterility, but the healthcare provider was suspicious of implant infection. Incision and drainage of the driveline performed on (B)(6) 2022. The patient received intravenous ancef (cefazolin). The infection has not resolved.